Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 27mm pericardial aortic valve was explanted after an implant duration of 5 months due to unknown reasons. A 25mm valve was implanted in replacement. No other information is available.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The device was not returned for evaluation due to endocarditis. In this case, there was no allegation of a valve manufacturing issue related with the endocarditis. The root cause remains indeterminable but was likely impacted by patient related factors.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that this 27mm aortic valve was explanted after an implant duration of 5 months due to endocarditis leading to massive paravalvular leak. As per op report of the explant, the patient had a history of a recent left main embolus which was cleared in the cath lab two days before this surgery. The patient had a cardiac arrest and had ejection fraction of about 20% with anterior wall akinesis. The patient was brought to the operation room stable but clearly on high dose inotropes. It was found that the valve was virtually completely dehiscent from the aorta with separation of the aortic wall from the heart by about 5 cm posteriorly and very little holding it anteriorly. There was a massive posterior abscess sitting on top of the left atrial roof. After cleaning the infected tissue, a bio-bentall with replacement of the ascending aorta and a 25mm valve was successfully implanted. There was a large amount of bleeding from a whole variety of places around the root which was controlled by putting a large pericardial patch with excellent results. As per surgeon´s words, the patient, considering the desperate condition he was in preoperatively, tolerated the procedure reasonably well and was returned to the cv-ICU in stable conditions. However, it was reported that the patient died. There was no allegation of valve manufacturing issue related with the endocarditis.